Event description:
The customer received questionable thyrotropin (tsh) results for multiple samples from one patient compared to the results from an abbott architect. Architect result: 5.55 miu/l cobas result: 2.23 miu/l (B)(6) 2013: architect result: 0.211 miu/l cobas result: 0.066 miu/l (B)(6) 2013: architect result: 4.25 miu/l cobas result: 1.59 miu/l (B)(6) 2013 architect result: 0.637 miu/l cobas result: 0.302 miu/l (B)(6) 2014 architect result: 0.751 miu/l cobas result: 0.352 miu/l all of the results were reported outside the laboratory. The patient was not adversely affected. The tsh reagent lot number and expiration date were requested, but were not provided.

Manufacturer narrative:
A specific root cause could not be identified as no sample from the patient could be provided for investigation. Differences between the results could be due to numerous differences between the two methodologies or due to variations in tsh glycosylation patterns.

Manufacturer narrative:
This event occurred in (B)(6).